Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low and variable impedance and undersensing of p waves. The lead was also reported to have intermittent oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. On 2018-08-07, the right ventricular (rv) lead was returned to the manufacturer after being explanted due to associated product. There were no alleged product issues reported. The rv lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.